Event description:
It was reported that the patient is no longer able to hear with his device. Examination at the clinic showed a tympanic membrane perforation with the electrode array visible from the external canal. Problems of external parts have been excluded. Testing showed channels 3, 5, 9, 11 and 12 in status hi. The impedance was larger than 15 kohm for channels 2, 6, 8 and 10. The impedance of the reference electrode increased to 2.74 kohm. Integrity and coupling were normal. The patient experienced algesia from channel 4.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.